Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported no troubleshooting or actions/interventions were performed regarding the previously reported issue as the health care provider (hcp) elected to take a "wait-and-see" approach. The device is still in use.

Manufacturer narrative:
It is noted the information provided was previously reported in manufacturing report # 3007566237-2017-00550 and any additional information received regarding manufacturing report # 3007566237-2017-00550 will be updated in this manufacturing report.

Event description:
Additional information was received from a manufacturer reported that there was a short circuit detected on a contact being used for therapy. The short was found on 0 <(>&<)> 1. As previously reported, the patient was getting therapeutic effect from the stimulation, but they were concerned if the stimulation was flowing to contact 0 and not being properly sent to contact 1. It was reviewed that since the patient was programmed on a monopolar pair, the battery should not deplete rapidly as a result of the short. It was also reviewed that there is a risk of additional damaged to the stimulation system by programming the patient using c <(>&<)> 1, but the hcp could program around the short to be certain of the conductive path.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387, implanted: (B)(6) 2016, product type: lead. Product ID: 37086, implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that there were impedance values of 9 ohms on bipolar contacts 0 <(>&<)> 1. It was stated that although a short circuit was suspected, there were therapy effects. The patient's settings were 1.0 v, 60 pw, 130 hz, with therapy contacts of c <(>&<)> 1. The following impedance values were provided: c<(>&<)>0=395 ohms, c<(>&<)>1= 399 ohms, c<(>&<)>2=558 ohms, c<(>&<)>3= 618 ohms, 0 <(>&<)>1=9 ohms, 0<(>&<)>2=538 ohms, 0<(>&<)>3=652 ohms, 1<(>&<)>2=538 ohms, 1<(>&<)>3=662 ohms, and 2<(>&<)>3=685 ohms. It was also noted that the health care provider (hcp) observation about the severity was "not severe". The cause was stated to be unknown, and there was no diagnostics nor interventions performed related to the event; the issue was ongoing. No symptoms were reported.